Manufacturer narrative:
H10: the actual device was received for evaluation without fluid in the bladder. A functional leak test was performed and during fill evidence of a leak (backflow) was observed coming out at the fill port. The reported condition was verified. Subsequent examination revealed the cause of backflow at the fill port was due to five glass fragments measured to be 0.15 - 0.20 square mm in size, stuck under the device checkband. The cause of the condition is use-related. The use of a filter during filling is recommended per the product label (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume multirate infusor leaked. This occurred before patient use. There was no patient involvement. No additional information is available.